Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous, heavily calcified and 90% stenosed anatomy resulting in the reported failure to advance. Interaction with the moderately tortuous, heavily calcified and 90% stenosed anatomy resulted in the reported unstable stent. Manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the distal circumflex artery that was moderately tortuous, heavily calcified and 90% stenosed. When the xience alpine 3.0 x 23 mm stent delivery system (sds) was advanced to the lesion, the stent implant had shifted on the balloon due to interaction with the calcified lesion. When the sds was removed from the anatomy, the stent was flared. The procedure was successfully completed with the deployment of a new xience alpine stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.